Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was worried about the insulin. Customer stated she felt a puddle in her lap but doesn't feel any insulin on the reservoir. Customer couldn't recall from where the insulin came from. Customer's blood glucose was 271 mg/dl. Customer discarded the reservoir. Customer is not returning the reservoir for analysis. Customer also mentioned the insulin pump had alarmed no delivery. Customer's blood glucose was unknown. Customer resolved issue by changing the reservoir. Customer is not returning the reservoir for analysis.